Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation was confirmed. The most likely cause of the reported failure is a user error, as the device's expiration was not verified before the procedure. The failed device was not received for evaluation. An evaluation of the picture attached to the complaint confirms the allegation. The device ar-7200-1, batch 20021, was expired at the time of the procedure. A more in-depth evaluation of the device history record found that the device's shelf-life label in months was only 48 (4 years). Per agile finished good details. Shelf life (months) is 60 (5 years).

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an expired ar-7200-1, fiberwire® #2 braided polyblend suture, blue, w/ tapered needle, implant was used on patient. This was detected on (B)(6) 2023 during a left meniscal repair procedure. The procedure was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.